Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the es server and found that the medication was loaded only at the current station, with an active prn order. It was determined that enabling the ¿split¿ option allowed administration of the requested dosage, and the customer confirmed the issue was resolved after using this option. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, stocked medication in one of stations was dithered out and was unable to be dispensed on demand. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.